Manufacturer narrative:
Concomitant: product ID: a2dr01 ipg, implanted: (B)(6) 2015. Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing. Analysis of the device memory indicated the impedance of the atrial pacing lead was below the expected lower range. Analysis of the device memory indicated atrial undersensing.

Event description:
It was reported that the atrial lead triggered a low impedance warning in both bipolar and unipolar. The lead was oversensing noise and was undersensing episodes of atrial fibrillation. The lead was reprogrammed unipolar which improved the sensing an impedance. The lead will be further evaluated and remains in use. No patient complications have been reported as a result of this event.